Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned catheter was patent. It also met requirements for the leakage test. A flow slit wall was observed to be damaged on the catheter¿s last flow slit set. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. The instructions for use that accompanies the device states that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation, the catheter was found to have a damaged flow slit during the patency check. It was also reported that there was no patient involvement or impact.